Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient had chronic kidney disease stage 5. On (B)(6) 2024 the patient underwent right inguinal catheterization under local anesthesia, and the operation went smoothly. On (B)(6) 2024 hemodialysis was performed respectively, and the blood sugar process went smoothly. On october 21, the patient developed fever, with a body temperature of 38.8, accompanied by chills, pain at the right inguinal catheterization site, no cough, sputum, frequent urination, urgency, or pain. Pe (physical examination) observations, a small amount of purulent secretions were seen at the right inguinal catheterization site, and the rest of the physical examination had nothing special. Considering catheter infection, ampicillin sodium and sulbactam sodium was added for anti-infection.

Manufacturer narrative:
Additional information: b5, d6a, g3, h6 (fdm) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient had chronic kidney disease stage 5. On october 16, the patient underwent right inguinal catheterization under local anesthesia, and the operation went smoothly. On october 17, october 18, and october 19, hemodialysis was performed respectively, and the blood sugar process went smoothly. On october 21, the patient developed fever, with a body temperature of 38.8, accompanied by chills, pain at the right inguinal catheterization site, no cough, sputum, frequent urination, urgency, or pain. Pe (physical examination) observations, a small amount of purulent secretions were seen at the right inguinal catheterization site, and the rest of the physical examination had nothing special. Considering catheter infection, an oral medication ampicillin sodium and sulbactam sodium was added for anti-infection. There was nothing unusual observed on the device prior to use. Flushing was done prior to use. There was no leak and tego was not utilized. There were no luer adapter issue. There was no cleaning agent used on the device. The insertion site was treated with iodine wiped prior to product placement. There were no other defects/damages found on the product aside from the reported issue. There were no other products being utilized with the device. No excessive force was used on the device. As a remedial action, the catheter was replaced and the procedure was completed after resolving the issue. There was 2-3ml of blood loss and blood transfusion was not required due to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient had chronic kidney disease stage 5. On (B)(6) the patient underwent right inguinal catheterization under local anesthesia, and the operation went smoothly. On october 17, october 18, and october 19, hemodialysis was performed respectively, and the blood sugar process went smoothly. On (B)(6), the patient developed fever, with a body temperature of 38.8, accompanied by chills, pain at the right inguinal catheterization site, no cough, sputum, frequent urination, urgency, or pain. Pe (physical examination) observations, a small amount of purulent secretions were seen at the right inguinal catheterization site, and the rest of the physical examination had nothing special. Considering catheter infection, an oral medication ampicillin sodium and sulbactam sodium was added for anti-infection. There was nothing unusual observe on the device prior to use. Flushing was done prior to use with no abnormality. There was no leak and tego was not utilized. There were no luer adapter issue. There was no cleaning agent used on the device. The insertion site was treated with iodine wiped prior to product placement. There were no other def ects/damages found on the product aside from the reported issue. There were no other products being utilized with the device. No excessive force was used on the device. As a remedial action, the catheter was replaced and the procedure was completed after resolving the issue. There was 2-3ml of blood loss and blood transfusion was not required due to the event.